Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated part of the controller port had broken off inside. Pt said there was a broken piece of plastic in there, the controller rattles, and the recharger (rtm) doesn't stay in tight. Pt said after the port was damaged, they noticed the controller and rtm would "overheat" while trying to charge and the equipment doesn't charge the implant very good. Pt did not see any damage to the rtm plug or cord. A replacement controller was sent out. No symptoms were reported. Additional information was received. It was reported that the controller replacement seemed to help some of the issue, but they are still having a problem with the recharger (rtm). The rtm gets hot when charging, caller stated the juncture where the cord meets the paddle seems to be the weak part. An email was sent to repair to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed an antenna failure of being stuck on checking the recharger and failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.